Manufacturer narrative:
The customer called in to report that they had experienced battery issues. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Multiple attempts have been made to try to obtain further information about this case, but no response has been received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that there were battery issues. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.